Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. During the recent device check, the battery longevity showed 10 months remaining, with a decrease of 8 years between the last two evaluations. It was noted that the patient is pacer dependent. Currently, this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. During the recent device check, the battery longevity showed 10 months remaining, with a decrease of 8 years between the last two evaluations. It was noted that the patient is pacer dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A request was submitted to the field for product return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. During the recent device check, the battery longevity showed 10 months remaining, with a decrease of 8 years between the last two evaluations. It was noted that the patient is pacer dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.